Event description:
Reporter indicated that a patient has presented with worsening depression and worsening suicidal ideations, both above pre-vns levels. The treating medical professional was unsure if the events were being caused or contributed to by the vns. At a later date it was indicated that the patient has had a lack of efficacy with vns. Good faith attempts for additional information have been unsuccessful to date.